Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The contra-angle-lock of the stepped drill fractured at the thinnest part. The fracture surface has the appearance of a fracture due to tension, no material failure is found. There are impressions on the drill shaft which indicate that the drill was held tightly with a gripper, so presumably the drill was stuck in the extension and fractured during an attempt to remove it. The missing fragment of the contra angle lock is not stuck in the drill extension, but the clamping holder fractured as well.

Event description:
In this event it was reported that a frialit stepped drill d3.4 "broke into the drill extension". The session was not completed successfully.